Event description:
Initial reporter indicated the patient was having an increase in seizures over their pre vns seizure rate. The treating physician felt the event was related to the vns generator nearing end of battery life. The patient will be scheduled to have their vns battery replaced. All diagnostic testing on the vns device reported to be within normal limits.

Manufacturer narrative:
Although a serious injury did occur, no malfunction is suspected.